Manufacturer narrative:
Continued e.1 facility name: poster presentation at the 31st annual meeting of the japanese breast cancer society. The events of exposure and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: exposure, wound dehiscence.

Event description:
Japanese breast cancer society reported 33 cases of "nipple areolar necrosis", "skin necrosis at the incision site or skin flap" not device related, "te exposure from the skin necrosis site", "wound dehiscence", "replaced due to upper deviation of the implant", "pain or discomfort" and "postoperative hemorrhage/hematoma" not device related. Devices placement are unknown.